Event description:
It was reported an overdose occurred. The patient was seen in the emergency room (ER) with a suspected overdose of pain medications. The exact symptoms were not reported and it was "unsure" if the event was related to the pump. The ER physician contacted the patient's pain physician and it was "suggested" placing a magnet over the pump to temporarily stop it as the ER did not have a physician programmer. The device system was used to infuse clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient had been over-sedated with symptoms that included confusion and sedation. The patient was hospitalized and his pump was stopped. The patient outcome was notated as "non-serious injury or illness".

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2008, catheter model 8709, lot #j10906r19, implanted: (B)(6) 2001. (B)(4). "Exact symptoms are not known at this time, and they are unsure whether this is related to the pump." (B)(4).

Manufacturer narrative:
(B)(4).